Event description:
(B)(4), windchill (B)(4) on (B)(6) 2024, a customer contacted ortho's global technical support center (gtsc) after obtaining what was described as discrepant false negative results for two elution samples from one patient for antibody screen testing on their ortho vision analyzer (serial (B)(6)) in conjunction with 0.8%, surgiscreen: lot vss564, and mts anti-igg gel card: lot 011024001-12. Complainant: (B)(6). Date of event: 02jul2024, reported 03jul2024 equipment: ortho vision ID-mts (B)(6), sw version: 5.12.8.46686, install date: (B)(6) 2017, reagents: 0.8%, surgiscreen: lot vss564, mts anti-igg gel card: lot 011024001-12, sample information: elution: (B)(6), 4th wash: (B)(6). The customer reported that on (B)(6) 2024, they had tested two elution samples from one patient for antibody screen using mts anti-igg gel card: lot 011024001-12 and 0.8% surgiscreen: lot vss564. In conjunction with their ortho vision analyzer and that they obtained negative results. A result of elution negative was reported to the physician. The following day, (B)(6) 2024, testing was repeated in manual gel and a positive result (4+) was observed with all three screening cells (no further details provided). Customer states they are not currently validated to run elution samples on the ortho vision ID-mts analyzer. A biased result was reported to the physician on (B)(6) 2024. No treatment was affected or altered as a result. The customer reported that no patient was harmed as a result of this reported event. A corrected report was issued to the physician on 03july2024, identifying the patient as elution positive for warm auto-antibody.

Manufacturer narrative:
Investigation details: customer did not verify if quality control (qc) testing had been performed satisfactorily on the date of the reported event. However, customer did state that the site is currently not validated to run elution samples on the vision. (No details were provided) a review of the column grade report via econnectivity by gtsc identified that results for both samples initially had wll flags for all three screening cells which were manually reviewed and modified to negative. Gtsc confirmed no additional wll flags were identified for testing performed (B)(6) 2024 through (B)(6) 2024. Gtsc then requested customer push the image from testing to econn for additional review. The image showed an overall decreased liquid layer in the gel card with no liquid meniscus seen. This indicates that the samples may not have been pipetted correctly. Gtsc additionally reviewed column grade results from (B)(6) 2024 for wll flags of all 3 screening cell wells. No other events were identified. Issue appeared to be sample related or related to an incorrect sample size for tube and rack. Customer stated that correct tube/rack is being utilized and requested ortho field service engineer to further investigate. On 06ju2024, ortho field service engineer (fe) was onsite to inspect ortho vision ID-mts analyzer (B)(6). A fluid leak at the pipetting probe was identified. Fe replaced all pipetting and fluidic parts between probe and wash bottles, replaced the nut tip and completed all post- requisite actions per diagnostics action list and passed pipetting test as verification of repair. An operator at the site performed quality control successfully and accepted the instrument as fully operational at that time. No further investigation was performed on this incident. The assignable cause of the discrepant negative antibody screen results was determined to be associated with incorrect pipetting of the elution samples, possibly due to the fluid leak identified by the ortho field engineer, and the incorrect modification of sample results with wll flags without additional investigation by the operator. In mitigation of the event, the ortho vision ID-mts reference guide states that a wll flag on a result indicates "the imaging system could not confirm that the correct volume of liquid is in the reaction chamber. One of the liquid additions may be missing." With suggested actions: "inspect the reaction chamber to determine if the liquid level is correct or not. A false error may be caused by a faint meniscus. If the liquid level is correct, manually read the column and edit the column result. If the liquid level is not correct, inspect the sample and reagents. Remove bubbles or foam before loading tubes and vials onto the instrument. Review the error screen for liquid flow or liquid level errors that are time related and troubleshoot as necessary. Rerun the test. If the error persists, inspect the syringe, dilutor valve, and tip tubing fittings for leaks. Perform the pipette volume test to verify metering system integrity." In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or instrument to perform as intended. No further complaint of this type has been received from the customer site since the time of the reported event.